Event description:
Follow-up identified the patient's system was explanted and replaced. The patient is receiving effective stimulation post-operatively. The explanted ipg was reported under reference MFR. Report: 1627487-2015-20179.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's (B)(6) ipg replacement surgery (reference MFR. Report# 1627487-2015-20177), a diagnostic performed on the lead revealed invalid impedances. Troubleshooting was tried, by placing the lead into the other port of the ipg, to no avail. Subsequently, the physician disconnected the lead from the ipg and port plugs were placed into the ipg. Surgical intervention will be taken at a later date to address the issue.